Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving an unspecified error message. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6), 2010, the pt obtained an unspecified error message on the reported meter; the pt was unable to provided the specific error message. The pt took no action due to the meter issue. Afterwards, the pt experienced the symptom of sweating. The pt did not seek any medical attention or treatment. The error message issue was not resolved during the troubleshooting telephone call. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.